Event description:
The myoma drill, which previously was a two part stainless steel device, with the screw part fixed to the rod part, is now a single rod part, with the distal tip machined to a screw action. A separation, such as the reported event, will thus be prevented.